Event description:
The patient sought medical attention at the emergency room (ER) on (B)(6) 2025, due to an issue with the controller displaying error 19/29, preventing insulin delivery and causing his blood glucose (bg) levels to spike to 600 mg/dl. He experienced drowsiness during this time. He was at the ER for 4 hours and discharged on (B)(6) 2025, after receiving insulin treatment to lower his blood sugar levels. Despite attempts to power cycle and reset the controller, the app remained stuck at the initialization screen. The patient had been using the controller for 8 months and confirmed it was the same one received in the omnipod 5 starter kit. We have followed up with the patient and made our 3 due diligence attempts with no new information. If new information becomes available, we will supplement the report.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 1.2.4. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: unspecified. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.